Event description:
IV pump for oxaliplatin was set at 155ml/hr at 1256. At approximately 1345, it was noted that the IV bag was still full, even though pump was reading as if it had been infusing the entire time. There were no clamps shut, kinks in the line or other notable reasons for bag not to empty. IV pump recorded that 281 ml of oxaliplatin had infused, which was inaccurate.